Manufacturer narrative:
Patient age at time of event: over 18. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported lose of aspiration occurred. During a thrombectomy procedure in the upper arm fistula, the physician was using a avx thrombectomy set. In the middle of the case the catheter stopped working. The catheter was removed from the patient and the procedure was completed with another o the same device. No patient complications were reported and the patient status was okay.